Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 14. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.